Manufacturer narrative:
This pad number is obsolete and has been replaced by 220-0038. This device is approximately 4 years old. Tip is missing. Fracture surface appears to be a bending failure originating at front right and ending rear leaft. Based upon the age of this device, the made of operation which subjects the device to numerous bending cycles, and the visual inspection, it appears that this device has exhibited fatgiue failure due to repetitive bending over time.